Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic for routine follow-up and unacceptable capture thresholds leading to diaphragmatic stimulation were observed. The lead was capped and replaced. Patient condition after the event was good.